Event description:
It was reported that patient received an inappropriate shock and that far-field p-wave oversensing was present. The device and lead remain in use. Additional information received indicated that a lead integrity alert occurred due to right ventricular short interval counts (sic) and non-sustained ventricular tachycardia (vt) episodes and that t-wave oversensing (twos) is present. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 5076-45 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).